Event description:
A consumer reports seeing haloes following bilateral intraocular lens (iol) implant surgery. There are two mdrs associated with the event: first eye: MDR #1119421-2007-00536. Fellow eye: MDR# 1119421-2007-00537.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested and received.